Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported there were irregular pace spikes when the patient is normal. It happened once and has not happened again. The device was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported there were irregular pace spikes when the patient is normal. It happened once and has not happened again. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the comment that it displayed irregular pace spikes on a normal rhythm. Analysis did find that the upper and lower cases and two side bail covers were broken and that the ring cover, two side bails, the ring and the ring cover screw were missing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.